Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered in tube with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: black fm was in the tube.

Event description:
It was reported that prior to use foreign matter was discovered in tube with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: black fm was in the tube.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for molding defect with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.